Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. No adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Patient information (section a. Patient information) and product information (section d. Suspect medical device) were not provided to bsc. We completed a good faith effort to try to obtain the information, alongside implant date and explant date (fields d6a and d6b). As of today, no information has been received. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received indicating the model/serial number of the icm device. Review of duplicate records was performed, and a previous reported record was found. Due to this, this record is no longer reportable as it is a duplicate. Please refer to the competent authority reference number 2124215-2025-29988 for further details on the original record and report. This was noted in the h10 field, related report number of section h. Device manufacturers only. Amended report due to being a duplicate record. Although this record no longer meets reportable criteria as it was found as a duplicate, the following fields were updated in order to align the record with the established narrative: a1: patient identifier, a2: date of birth and age at time of event, a3a: sex, a3b: gender, b3: date of event, d4: model number, d4: serial number, d4: catalog number, d4: expiration date, d4: unique identifier (UDI) # d6a: implant date, d6b: explant date, d9: device avail for evaluation? D9: returned to manufacturer date, g1: MFR site facility name, g1: MFR site address 1, g1: MFR site city, g1: MFR site country, h3: device eval by manufacturer? H6: evaluation method code, h6: evaluation result code, h6: evaluation conclusion code.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Due to this reason, the patient underwent a surgical procedure to have their icm device explanted. No adverse patient effects were reported. The explanted icm device has not been returned.